Manufacturer narrative:
H6 updated.

Manufacturer narrative:
A4 and a6 are unknown. The impella passed all post sterile inspection criteria. The cause of the pulmonary edema was not determined due to insufficient clinical details. The cause of the pump suction was most likely related to the patient's condition, as suction started after the patient was put on va ECMO. Additionally, ps was low and trending down at the time of suction, but resolved after fluids were given.

Event description:
It was reported that a patient implanted with an impella cp experienced suction alarms and flash pulmonary edema. In response, volume was given. Later, the patient was successfully weaned from the pump and survived.

Manufacturer narrative:
Investigation summary: pulmonary edema: the cause of the injury was not determined due to insufficient clinical details. Pump suction: clinical reported that the pump was unable to go above p-1 without suction alarms after placing the patient on va ECMO, and fluids were given. The product was not returned for investigation. Data log review shows low ps pulsatility as well as a gradual trend down during the time of suction. After the reported suction events, ps started to increase, which was likely a result of the fluids given during suction. The cause of the suction was most likely related to the patient's condition, as suction started after the patient was put on va ECMO. Additionally, ps was low and trending down at the time of suction, but resolved after fluids were given.